Event description:
It was reported that the drill missed the nail and broke off inside the bone. The surgeon was able to retrieve the drill bit.

Manufacturer narrative:
The device will not be returned for evaluation. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: a physical examination could not be carried out as the device was not returned to stryker kiel (¿hospital discarded¿). Likewise, the reported event could not be confirmed. Review of the manufacturing / inspection documents revealed no discrepancies. The item was documented as faultless prior to distribution. Based on the above information the root cause of the reported event cannot be determined. No non-conformity was identified.

Event description:
It was reported that the drill missed the nail and broke off inside the bone. The surgeon was able to retrieve the drill bit.